Event description:
Received information the ins is at eos/eol. Patient stated she used stimulation 24 hours per day and 7 days per week. Everything was fine until two days ago when she experienced a loss of therapeutic effect. Patient had a return of pain symptoms. Stimulation is at 4-5 volts. No settings are available as the device can no longer be interrogated. Medtronic representative did a long calculation at 5v, 450, 60 hz, 24-7 and battery life is around 14 months but this is speculating on impedances, pulse width and rate. Patient went with the prime device in the past because she thought she would forget to recharge. Her replacement is a rechargeable device.

Manufacturer narrative:
(B)(4).